Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt had previously been presented with a questionable clot at inflow but the pt refused to be hospitalized over the weekend. On sunday, (B)(6) 2011, he presented to the ER with reports of pump stoppage and the return of heart failure symptoms. The pt stated that the pump had been off from 15 to 60 hours prior to arriving. It was noted that the pt had a long history of non-compliance with this ctr. The implanting ctr sent multiple letters to the pt and had terminated care with this pt due to non-compliance. The pt requested a transfer to another facility where he had already set up a relationship with a physician there. It was confirmed by the MFR's clinical rep that the pt's lvad was exchanged with another lvad on (B)(6) 2011 and the pt was doing well.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing without any further issues. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.